Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111316 - dentist removed a dental implant installed in intraoral region #29 due to patient's request. Patient was in pain, which has continued even with the implant removal.